Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, decreased sensing, and high capture threshold. On (B)(6) 2025, the physician capped and replaced the rv lead. There were no patient consequences reported.